Event description:
Treatment was performed for an aneurysm located around carotid bifurcation. Balloon remodeling was used before coil introduction. When the balloon was deflated, the last two loops migrated into the parent artery. The decision was made to retrieve the coil but they then realized that the coil was no longer attached to the device-positioning unit. It was then decided to inflate another balloon to introduce additional coils to try to control instability of the first one (case concluded with one more spherical and two helicals placed). It was noted that, at present, patient cannot move their left hand. Co is attempting to obtain an updated status as to condition, and if information is available, will provide follow-up report.